Manufacturer narrative:
Stryker further evaluated the device's electronic records and identified that one of the batteries being used during the reported event was manufactured in 2018, making it 4 years old. The device operating instructions provide a recommendation to replace the batteries approximately every two years. It was recommended that the customer replace any battery older than 2 years. The cause of the reported issue was determined to be the old battery.

Event description:
The customer contacted stryker to report that their device unexpectedly powered down during a patient event. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify the reported issue through the electronic records of the device. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device unexpectedly powered down during a patient event. In this state the device would be inoperable and defibrillation therapy may not be available if needed. This issue is patient related; however there was no adverse event reported.